Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular lead was inserted into the patient¿s body and extracted once when a fiber like foreign material was found on the rv coil. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the exposed rv (right ventricular) defibrillation coil was covered in medical adhesive. The exposed svc (superior vena cava) defibrillation coil was covered in medical adhesive. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that by design, the lead model 6947m is manufactured with the exposed coil to be backfilled with medical adhesive. Visual inspection found the returned lead was damaged with the rv and svc exposed coil stretched causing the adhesive to loose and appears on exposed coil surface. As the reported, the lead was inserted into the patient body and that leads us to conclude the damage was caused during implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.